Event description:
It was reported that the patient has expired. The date of patient's death and implant duration are unknown. No other details were provided.

Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: stent dislodgement requiring medical intervention. Device issue: stent dislodgement. It was reported that the target lesion was diffusely diseased and heavily calcified. After implanting a 3.5 x 15 mm promus in the left main to lad, the cx was subsequently rewired. Two different balloons were advanced through the stent struts for pre-dilatation. Then the 3.0 x 15 mm promus was advanced through the struts of the implanted 3.5 x 15 promus stent. Once it was positioned, the decision was made not to use this stent, rather to exchange it to a larger diameter stent. An attempt was made to withdraw the stent, but it was stripped off the stent delivery system (sds) and stayed in the target lesion on the guide wire. The sds was removed, and a 1.5 x 15mm balloon was inserted into the dislodged stent, and was able to deploy the stent. A 3.5 x 15mm balloon was used to post-deploy the stent. The final result was successful and there were no adverse pt effects. No add'l event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. In 2009 (through follow-up with the health-care provider via fax), a response was received, however, the cause of death was not provided. An operative report was requested, however, it was not provided. It was noted that the device was not explanted; therefore, it is unavailable for evaluation. A device history record review is in process. Device not returned.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.